Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 130 mg/dl. Customer state the air bubbles is in the reservoir. Customer was advised try a different lot of reservoir to see if issues continue. Customer was advised we will send the replacement as a courtesy. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 235 mg/dl. The customer was treated for high blood glucose with manual injection. Customer was offered to troubleshoot the pump for high blood glucose and patient stated that he does not feel a need to troubleshoot the pump.